Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A20067-invalid,a20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt. *pregnancy, urine - negative. Previously administered products included for birth control: micronor; for an unreported indication: mirena. Concurrent conditions included obesity, herpes simplex, postpartum depression and fibroma. Concomitant products included aripiprazole (abilify), buspirone, ranitidine and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurriness") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urethral disorder ("hypermobility of urethrovescial neck"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, stress urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and urethral disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, urethral disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: ; on (B)(6) 2013: total bilateral occlusion. The lot number reported (a20067) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: update of information (batch is invalid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, herpes simplex and depression. Concomitant products included levonorgestrel (mirena) for birth control as well as aripiprazole (abilify), buspirone, ranitidine and valaciclovir hydrochloride (valtrex). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurriness"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, stress urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, lot number, concomitant drugs and events: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes: stress urinary incontinence (the previous reported event incontinence nos was updated), migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type:blurriness, fatigue, weight gain, hair loss, lower abdominal pain, hip pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. A20057, a20067) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt. *pregnancy, urine - negative. Previously administered products included for birth control: micronor; for an unreported indication: mirena. Concurrent conditions included obesity, herpes simplex, postpartum depression and fibroma. Concomitant products included aripiprazole (abilify), buspirone, ranitidine and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurriness") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urethral disorder ("hypermobility of urethrovescial neck"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, stress urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and urethral disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, urethral disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: ; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received- lot number were added. New event hypermobility of urethrovescial neck were added. Historical drug and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, herpes simplex and depression. Concomitant products included levonorgestrel (mirena) for birth control as well as aripiprazole (abilify), buspirone, ranitidine and valaciclovir hydrochloride (valtrex). In september 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("vision/eye problems type:blurriness"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, stress urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in december 2012: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and incontinence ("incontinence"). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and incontinence outcome was unknown. The reporter considered genital haemorrhage, incontinence and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.